Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was having difficulties sensing and capturing, was oversensing, and had no capture. The atrial lead impedance also had a "slight increase". The mode was switched to vvi. The atrial lead is still implanted. No patient complications have been reported as a result of this event.